Event description:
Emt's responded to a person, condition unknown. The device was connected to the patient for cardiac monitoring with an ECG pt cable and electrodes. According to the rptr, the device was inoperative following power-up. A backup was immediately called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.